Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient went to the hospital for having abdominal pain, nausea and vomiting and was discharged the same day. Two days later the patient went back to the hospital due to having the same symptoms and was hospitalized for three days. While in the hospital, the patient was diagnosed with peritonitis. The patient was treated with vancomycin (2g once, weekly; unknown frequency). At the time of this report the patient was recovering from peritonitis. Two days after being discharged from the hospital, the patient was retrained on proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.